Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with isometric testing. All other electrical measurements were stable. The lead was explanted and replaced. The patient was fine.